Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.

Event description:
It was reported that the atrial set screw was very hard to engage and was possibly at an angle. It was also reported that the high voltage b (hvb) grommet was sealed over and the setscrew was not able to be engaged. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.